Manufacturer narrative:
(B)(4). This lot was manufactured from january 8, 2015 to january 9, 2015. Evaluation summary: the device was received for evaluation. A visual inspection identified that there was a leak coming from the broken tubing. The cause of the broken tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate leaked from an unspecified location. This occurred during filling with tobramycin and sodium chloride. There was no patient involvement. No additional information is available.